Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that insulin was leaking from the adapter of the infusion device. The patient experienced elevated blood glucose levels. The patient started to feel ill and she vomited. The patient went to the hospital for hyperglycemia and her blood glucose result at the hospital was 36.0 mmol/l. The patient was treated with insulin via infusion and she was in the hospital for 3 days. Return of the suspect device was requested for evaluation.